Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was explanted and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual and electrical testing did not find any anomalies.